Manufacturer narrative:
Sections with additional information as of 01-feb-2024: h6: updated FDA¿s type, findings and conclusions codes. H10: meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-134: user has low glucose value. Note: this complaint event took place outside of the united states (mexico).

Manufacturer narrative:
Internal report reference number: (B)(6). B2: adverse event report is being submitted due to customer contacting emergency services due to meter result and symptoms.meter and test strips were not returned for evaluation. Note 1: this complaint event took place outside of the united states (mexico). Note 2: customer had contacted manufacturer on 28-dec-2023. Control test performed during call produced result of 39 mg/dl. Control test within acceptable range of 23-53 mg/dl. Control level one, lot number 3bc1a63; manufacturer¿s expiration date and open date not provided. Meter/test strip information used to perform test not provided. Customer had spoken with coordinator who transferred customer's information to technician to follow-up with customer. Note 3: manufacturer contacted customer in several follow-up calls to ensure the initial concern is resolved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for error message (e-3) and low blood glucose test results. The customer feels well and did not report any symptoms. Customer stated that last month she had obtained a blood glucose test result of 20 mg/dl non-fasting. Customer stated that she had returned from the gym, had eaten and tested her blood glucose and had obtained 180 mg/dl non-fasting. Customer stated she had administered 10 units of insulin as per her medical treatment plan. Customer stated that almost an hour later she had symptoms of dizziness and shortness of breath. Customer had tested her blood glucose and had obtained the result of 20 mg/dl non-fasting; customer felt that she was going to pass out and had called 911. Customer had been advised to eat sugar; an ambulance was not sent to customer's home. Customer stated she had contacted her mother who had come and given customer juice, honey and sugar and customer stated she had then felt better. Custome stated at her regular checkup a week later, her doctor had advised her that the low blood glucose had been due to the excessive exercise. The customer¿s expected am fasting blood glucose test result range is 130-160 mg/dl. During the call, a blood test was performed by the customer am fasting and produced test result of 206 mg/dl using true metrix meter. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 11/13/2024 and test strips were opened one month ago. The meter memory was not reviewed for previous test result history.